Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during an interventional procedure with access through the groin, this catheter had to be removed and replaced due to flattening and stretching within the curve preventing advancement of balloons. No apparent cause for this to occur. There was no reported adverse consequences to the patient as a result of this issue.